Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6) , batch: a000047521."

Event description:
Related manufacturer reference number: 3006705815-2023-04810. It was reported that the patient had some falls. As a result, was experiencing pain at the ipg site and ineffective stimulation. Surgical intervention took place where the system was explanted and replaced to address the issue. Therapy was restored post-operative. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.